Event description:
The customer reported that the system would not perform fluoroscopy and displayed "calibrate filament" and collimator data" error messages. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The mainframe nodes were reloaded. The system was tested and found to be working as intended and put back into svc.